Event description:
Surgeon broke the draw rod on 2 removal instruments upon trying to remove the screws from the 2 level plate. Surgeon ended up not being able to remove the screws and plate and went on with the surgery. This caused a delay of 5 minutes.

Manufacturer narrative:
Method: visual inspection, product history review, labelling review, complaint history review, nc CAPA review, risk assessment. Result: it was reported that while attempting to remove a screw for replacement, the tip of the inner shaft fractured. The surgery was completed and all fragments removed. The device was returned for evaluation and the reported event was confirmed via visual inspection. The reflex-hybrid surgical technique warns users that excess pivoting or angulation of the instrument must be avoided to reduce the possibility of bending or breakage of the inner shaft. Also, the revision driver should be axially aligned with the screw trajectory and seated fully into the screw before inserting or tightening the inner shaft. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. A manufacturing history review revealed that the screwdriver was approximately 3 years old. Conclusion: the most likely root cause is determined to be normal wear and tear due to the age of the instrument.

Event description:
Surgeon broke the draw rod on 2 removal instruments upon trying to remove the screws from the 2 level plate. Surgeon ended up not being able to remove the screws and plate and went on with the surgery. This caused a delay of 5 minutes.